Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered. The product information was not provided. The manufacture date could not be determined.

Event description:
The advocate sent a message stating her husband's contour next one was not showing all of his blood glucose readings when accessing the meter memory. They could only view 45 readings, and they were expecting more since the customer has been using the meter since (B)(6) of 2017. No adverse event was alleged. Further information could not be obtained. Product was not expected to be returned. Product was not replaced.